Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, it was noted that the impedance measurements were above 400 ohms after the electrode was connected to this subcutaneous implantable cardioverter defibrillator (s-ICD). It was confirmed that the electrode terminal pin was fully inserted into the header. The electrode was removed, fully inserted again, and the setscrew was tightened; the impedance measurement remained above 400 ohms. It was also noted that there were no real-time surface electrogram signals observed on the programmer screen. Boston scientific technical services (ts) was contacted for assistance. A ts consultant walked the field representative through a re-powering of the programmer and then re-interrogating the device. After this was performed, the electrograms signals were present and the impedance measurement was in range. However, further troubleshooting with the ts consultant determined that the device still did not behave as expected during the re-interrogation. It is suspected that a memory reset may have occurred and could possibly occur again if implanted. As a result, this s-ICD was explanted and a different device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly analyzed. Initial microscopic visual inspection found no anomalies on the device. The device was interrogated and memory review confirmed that the device did record one open lead impedance measurement; however, it was then followed by an acceptable, in-range impedance measurement on the day of the attempted implant. It was also confirmed that the device did emit one tone during the initial interrogation. No resets were found in the memory. Using a programmer, the laboratory engineer was able to complete the implant process on this s-ICD without any issue. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The shock impedance measurement was also within normal range at 83 ohms. Laboratory analysis did verify that the s-ICD did record an out of range impedance measurement at implant but the subsequent measurement was in normal range. The s-ICD met specifications and was operating normally throughout all testing.

Event description:
--